Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Correction: per further engineering review on 26-jan-2017, it was found that the most likely cause was a non-medtronic device (elekta frame) and there was no allegation of a deficiency of a medtronic product. Additional information: a medtronic representative reported that a mock run of the frame with the incorrectly placed localizer box was found to be 17mm posterior to intended target. The staff will be re- trained by the manufacturer and site personnel on how to properly mount the localizer box. The surgeon understood that medtronic navigation software had nothing to do with this error.

Manufacturer narrative:
(B)(4). No evaluation has been performed due to no confirmation being provided on access being granted for the medtronic representative to perform a system checkout on the suspect navigation system. Site has not confirmed service.

Event description:
A medtronic representative reported that, while in an electrode placement, a post-operative MRI found that the plan had a posterior inaccuracy of 20mm. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative, following up with the site, tested two of the three frames owned by the hospital. The medtronic representative also spoke to a representative from elekta, who advised that the bracket on the back of the arc could be the culprit if it is loose. The medtronic representative checked the bracket and found that is was loose however it is not possible to determine if this bracket and frame set-up was used in the reported event. The software investigation was unable to determine the probable cause without further information. Based on the information above, it is suspect frame movement caused the reported issue. The instructions for use (IFU) which accompanies this device contains the following warnings regarding frame movement: warning: do not bump or reposition the patient reference after registration. Movement of the patient reference will result in inaccurate navigation. If the patient reference moves in relation to the patient anatomy at any time after registration, you must re-register.